Event description:
Mastectomy with freeflap: after surgery, was noted partial thickness burn. Pt was under microscope 3-4 hours with skin 3 inches away from microscope. The burn was eggshaped. Dates of use: 2009. Diagnosis: microvascular surgery. Event abated after use stopped: yes.